Manufacturer narrative:
This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 04p53, with PMA number p110029. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive architect hbsag qualitative ii for one patient. The following results were provided: sid 8(B)(6), initial hbsag result= 9.0 s/co; repeat results= 0.93 s/co and 0.93 s/co; neutralizing confirmatory testing result= 1.46 (%n= 95.04). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64141fz00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 64141fz00 and complaint issue. The overall performance of the architect hbsag qualitative ii was reviewed using field data from customers worldwide. The median population result for lot 64141fz00 for the reactive population is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. In house specificity testing was performed using a retained kit of lot 64141fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii reagent lot 64141fz00 was identified.

Event description:
The customer observed false nonreactive architect hbsag qualitative ii for one patient. The following results were provided: sid (B)(6), initial hbsag result= 9.0 s/co; repeat results= 0.93 s/co and 0.93 s/co; neutralizing confirmatory testing result= 1.46 (%n= 95.04). There was no impact to patient management reported.